Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected and the user has visited the clinic for follow-up on (B)(6) 2023 after a long gap. The user was seen again in second week of (B)(6) 2023 and (B)(6) 2023. A new map was provided at every follow-up which reportedly resolved the problem for a few weeks before a complete loss in hearing with the device was reported. No further technical checks have been scheduled so far.

Event description:
Hearing performance with the device was affected and the user has visited the clinic for follow-up on (B)(6) 2023 after a long gap. The user was seen again in second week of (B)(6) 2023. A new map was provided at every follow-up which reportedly resolved the problem for a few weeks before a complete loss in hearing with the device was reported.further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Furthermore, in situ measurements show several channels with high impedance due to undetermined reasons. However, to determine an exact root cause device investigation of the explanted device would be necessary. No further checks have been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Furthermore, in situ measurements show several channels with high impedance due to undetermined reasons. However, to determine an exact root cause device investigation of the explanted device would be necessary. The explanted device has not been received for investigation yet.

Event description:
Hearing performance with the device was affected and the recipient had visited the clinic for follow-up on (B)(6) 2023 after a long gap. The recipient was seen again in second week of (B)(6) 2023 and (B)(6) 2023. A new map was provided at every follow-up which reportedly resolved the problem for a few weeks before a complete loss in hearing with the device was reported. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. Other mechanical damages found, are attributable to the removal surgery. This is a final report.

Event description:
Hearing performance with the device was affected and the recipient had visited the clinic for follow-up on (B)(6) 2023 after a long gap. The recipient was seen again in (B)(6) 2023. A new map was provided at every follow-up which reportedly resolved the problem for a few weeks before a complete loss in hearing with the device was reported. The recipient has been re-implanted.